Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hem-o-lok clip applier instrument clip was loaded and when the surgeon went to clip the instrument would not close. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the site believed what happened (as this was my first return) had put the same instrument in twice. The site only returned 1 clip applier and 1 mega suture driver.